Event description:
It was reported that during a cholecystectomy, the device broke in half. Another device was used and the procedure was completed without consequence to the patient.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results confirmed that the 35lrt resposable sleeve was returned with the cannula broken in two pieces. An investigation has been initiated to determine the cause of this issue.